Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the implantable cardiac monitor (icm) was undersensing ventricular ectopics, which was noted from a bradycardia alert. No changes or intervention were reported; the icm will continue to be monitored. The patient condition was not known.